Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated he primed the line with the line off the organizer. The hp stated he did not check the line to make sure it was properly primed before connecting. The technical service representative(tsr) assisted the hp to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to end therapy. The tsr advised the hp to start over with all new supplies and contact their peritoneal dialysis nurse. The hp was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.